Event description:
It was reported by service report that the cot was not raising properly. The manual release cable was out of adjustment, the bearings were binding, and the switch assembly was malfunctioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manual release cable.